Manufacturer narrative:
(B)(4). Date sent: 07/22/2019. Additional information was requested, and the following was obtained: no further information is available. The DHR for lot 12169 was reviewed. No ncs, reworks, or defects related to the pc were found.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the implant took place 2 years ago. What was the date of implant? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Event description:
It was reported that the patient returned to the doctor for an explant of a linx device on (B)(6) 2019, due to a recurrence of acid reflux. The original implant occurred two years ago, with the patient reporting acid reflux. The doctor explanted the linx device and there were no observations regarding the device. The device was fully intact. The patient is currently in recovery.